Event description:
New information noted that post-paced t-wave oversensing re-occurred. Programming changes were discussed; however, the patient was lost to follow-up.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented in clinic during follow-up. Upon interrogation, the implantable cardioverter defibrillator exhibited post-paced t-wave oversensing on the ventricular channel. Programming changes were made.